Event description:
During testing, when the fio2 set at 30%, the displayed showed at 21%. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.